Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.

Event description:
Boston scientific crm received information that during the implant of this lead, the physician had difficulty using the suture sleeve and as a result of that difficulty the lead dislodged. A different suture sleeve was used and the lead was ultimately placed with no further incident. To date, there have been no adverse patient effects reported.